Event description:
On 02/18/2026, fujifilm healthcare americas corporation was informed of an event involving ec-600wl v2. It was reported that during screening colonoscopy, the doctor nearly had to abort a colonoscopy while navigating through a very tortuous sigmoid colon with diverticulosis due to the scopes automatic tension. Cecum reach was twenty-five minutes which is abnormal for the cases the doctor performs and created additional anesthesia time. There were notable abrasions to the rectum and a small amount of bleeding. The patient experienced some cramping after the procedure. However, the patient is doing well. The colonoscopy was completed after the delay. Due to the abrasions to the rectum and a small amount of bleeding, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Ref: fujifilm healthcare americas corporation complaint # (B)(4).